Manufacturer narrative:
The insulin pump was monitored for several days and no blank display or pump error noted. The battery tube connector plugged in properly into the printed circuit board during our visual inspection. No unexpected pump error in the long trace history noted. Also no unexpected pump error after battery change noted. The insulin pump was received with normal sleeping current. The insulin pump had minor scratched lcd window, scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a blank display on the insulin pump at the time of the call. Customer stated that she has a new battery to test with the pump. Customer stated that after the battery change, there was a pump error without an alarm code. The alarm could not be confirmed. A replacement pump will be sent to the customer.